Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a bad cubie pockets. A field service engineer reseated the cable and removed the faulty cubies from the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not recognizing the communication bus. The customer stated that the nurse was unable to remove the pain medication for a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.